Manufacturer narrative:
Product not yet received for investigation from the information reported our assumption is that the incident may be due to the pin placement or due to insufficient pin pressure. Proper alignment between the dual- pin-rocker arm and the single pin torque screw should be equidistant from the center line of the head. Multiple attempts to reach customer for additional information was unsuccessful. Distributor stated that another incident happened at these hospital. These incident has be documented in a further MDR. Product not yet received.

Event description:
Sales department was contacted on (B)(6) 2017 from distributor. Distributor stated that hospital had two incidents. - first incident is documented in another MDR - we asked for further information to the second incident and got the following information "second patient was female and light stature, not sure of the first surgeon did not seat the pins behind the mastoid and the tear probably occurred as he closed the clamp on the patient's head and then tried to get pressure turning the torque screw. He was complaining that the skull clamp didn't engage. The probability is that the pins never seated and scathed down the backside of the skull as he was trying to get pressure on the torque screw"